Event description:
In 2007, the patient reported experiencing occlusion errors (e4) while attempting to bolus. He stated that he had changed the infusion site, infusion tubing, and insulin cartridge prior to the report and was unable to clear the error. He stated that as a result his blood glucose was "way too high" (400 mg/dl). His normal blood glucose range is 80-120 mg/dl. The patient was instructed to disconnect from his infusion site, and he was able to perform a bolus without error. The patient was instructed to reconnect to his infusion site, and he was able to perform a 3 unit bolus without error. The patient stated he needed to bolus 3 more units of insulin and the infusion device alarmed e4 after 2 units of insulin were delivered. The patient again disconnected from his infusion site, and he was able to bolus without error. He stated that he noticed condensation in the area of the infusion tubing where it connects to the infusion site. The patient advised to attach a new infusion tubing. The patient then removed his infusion site and stated that the cannula was bent at a 30 degree angle. Upon follow up on the next day, the patient stated he has had no further issues since changing the infusion set.